Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient conditions and due to friable leaflets. Image resolution poor was associated with patient and procedural circumstances associated with difficulty visualizing the clip in the body due to patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report detachment of the mitraclip from one leaflet and unexpected medical intervention. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a prolapse, and a rotated heart. It was noted imaging was challenging. One clip was successfully deployed on the mitral valve. To further reduce mr, a second clip inserted and deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.